Event description:
The patient was undergoing a coil embolization procedure in the renal artery (ra) using penumbra smart coils (smart coils), a non-penumbra microcatheter. During the procedure, the physician implanted three smart coils into the target location using the microcatheter. While beginning to advance the next smart coil through its introducer sheath, the physician encountered resistance immediately. The physician then attempted to advance and retract the smart coil within the introducer sheath; however, it became stuck. Therefore, the smart coil was removed. The procedure was completed using seven smart coils, two ruby coils, one pod packing coil (pod pc), and one non-penumbra coil with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-00027. Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 142.0 cm from the proximal end. The pusher assembly mid-joint was retracted approximately 8.5 cm through the introducer sheath friction lock. The introducer sheath friction lock was wrinkled on the proximal end of the introducer sheath. The embolization coil was intact with the pusher assembly. Offset coil winds were present on the proximal and distal ends of the embolization coil. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the embolization coil. If the introducer sheath is not aligned properly within the hub of a parent device prior to advancement, resistance may be experienced and damage such as offset coil winds may occur. Further evaluation revealed that the pusher assembly was kinked, the pusher assembly mid-joint was retracted through the introducer sheath friction lock and the friction lock was wrinkled. These damages were likely incidental to the reported complaint and may have occurred after removal of the device from the procedure. During functional testing, the smart coil was unable to advance through its introducer sheath from its returned position; therefore, the introducer sheath was removed distally, and the smart coil was re-sheathed properly. The smart coil was then able to advance through its introducer sheath without an issue. While attempting to advance the smart coil through a demonstration microcatheter, resistance was experienced as the embolization coil began to bunch within the hub of the microcatheter and the smart coil could not advance any further. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery (ra) using penumbra smart coils (smart coils), a non-penumbra microcatheter. During the procedure, the physician implanted three smart coils into the target location using the microcatheter. While advancing the next smart coil within its introducer sheath, the physician encountered resistance. The smart coil was then moved back and forth in the introducer sheath and subsequently, it became stuck. Therefore, the smart coil was removed. The procedure was completed using seven smart coils, two ruby coils, one pod packing coil (pod pc), and one non-penumbra coil with the same microcatheter. There was no report of an adverse effect to the patient.